Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose (bg) level. During troubleshooting, a new cartridge was loaded onto the pump and the pump performed as intended. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.